Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: technical event 231008 (o2 valve leak), 233006, 231007. Failure occurs during the general check. No patient involvement.